Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of feeling rapid heartbeat sensations at approximately the same time every morning that device capture management tests were run. Reprogramming was done to turn the capture management feature off. The device remains in use. No patient complications have been reported as a result of this event.